Manufacturer narrative:
The reporter's meter was provided for investigation where they were tested using retention controls and master lot strips. Testing results (qc range: 2.9 - 4.5 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Initial reporter: occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. The investigation is still ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:08 a.m. The meter result was 5.2 inr and an hour later the laboratory result was 3.5 inr. The laboratory result was believed and no treatment was received. The patients therapeutic range is 2.5-3.0 inr and tests once a week. The patient is felling ok.